Event description:
Event 1 [redacted date]: another box reported with high ripping. We have sequestered the gloves. Event 2 [redacted date]: oat gloves reported to be ripping. Gloves sequestered. Glove information: lot an308427752, [redacted date], (B)(4), ref: oat6802. Event 3 [redacted date] 2 boxes of small gloves reported to have gloves from them consistently breaking group aware who collects gloves. First box: an307313801, [redacted date], oat6801. Second box: an307313801, [redacted date], oat6801. Manufacturer response for oat gloves, oat gloves (per site reporter): event 1: [redacted date] received via email from site with medline cc'd. [Redacted name] asked [redacted name] to work with site to obtain gloves. [Redacted name] will retrieve the sample. [Redacted date] - sample retrieved. [Redacted date] - sample shipped fed-ex. Event 2: [redacted date] added to tracker for trending and reporting. [Redacted date] - unable to locate sample (see tracker (B)(4)). Event 3: [redacted date] samples going to medline. [Redacted date]- samples retrieved ([redacted name]). [Redacted date] - samples shipped fed-ex. Medline reference #: (B)(4). [Redacted date] medline letter acknowledging the complaint and that they are sending the sample to the mfg for further investigation of root causes.